Event description:
On (B)(6)2014, the reporter contacted animas, alleging a motor (motor issue) issue. The reporter alleged that the pump was spontaneously rewinding. It was noted that the motor issue occurred prior to entering the ezprime menu. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: a review of the pump¿s black box history showed no activity related to the event was recorded. During testing, the pump performed the rewind, load, and prime steps with no issues or alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no issues or alarms occurring. The complaint that the pump was spontaneously rewinding was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.